Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers failed and displayed error as device was not detected on bus. A field service engineer (fse) logged in as an administrator and accessed diagnostics, where all pockets were found to be greyed out. The station was shut down, the back panel and the rear of drawer 2 were opened, and the row board cable was disconnected from and then reconnected to the drawer controller board. The station was powered back on, restoring normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3 east had two drawer failures: main drawer 2.1 and main drawer 2.2, both displaying a device not detected on bus error. The customer attempted to restart the device to clear the failure; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.